Event description:
A doctor alleged that a patient had experienced the debonding of veneer after it was placed with optibond fl.

Manufacturer narrative:
Specifics patient information with regards to age and weight was not provided by the doctor. The doctor could not recall specific patient or incident details. It was reported that the doctor did not cure the optibond fl material. It is stated in the dfu that the optibond fl material is intended to be light cured after application. This indicates that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not do to a product failure. The doctor refused to provide any additional information regarding the incident including patient health status. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted. Tested retain samples.